Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation after being involved in an accident. System diagnostics determined high impedances. Subsequently, surgical intervention was taken on (B)(6) 2016 wherein the lead was explanted and replaced which resolved the issue. Reportedly, therapy was restored postoperatively.